Event description:
Information received from the field notes that the "patient complained of rates down in the 30's." Interrogation of the device revealed that it was in back-up mode a. An attempt to program the mode back to ddd was unsuccessful.